Event description:
The customer reported the system had no power and would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.